Event description:
The pt was involved in a car accident on (B)(6) 2013. Since then an increasing number of channels have gained a high impedance status progressively. In situ measurements do not change with pressure being applied. The pt wil be re-implanted.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.